Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that when changing infusion set and reservoir, it was found that infusion set was not adhering and reservoir had air bubbles. Customer was educated on causes and prevention of tape not sticking. Customer was advised on how to release air bubbles. Customer's blood glucose was 193 mg/dl.